Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of exposed wires was confirmed; the probe¿s housing is splitting in half and is being held together with tape. The site rite 8 was visually inspected upon receipt and was found to be in poor physical condition. The root cause of the reported failure was identified is due to the adhesive failing. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - cord is pulling away at the strain relief exposing wiring. Also, housing is open and coming apart.